Manufacturer narrative:
Manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Manufacturer defers to the patient's physician regarding medical history. The device is included in the neuromodulation implantable pulse generator (ipg) inaccurate elective replacement indicator advisory notice issued by abbott on 12september2017.

Event description:
It was reported the device displayed the end of service (eos) message. The wireless software update was performed clearing the elective replacement indicator (eri) message. Surgical intervention was undertaken (B)(6) 2018, wherein the ipg was replaced which resolved the issue.

Manufacturer narrative:
A CAPA was unintendedly attached to the initial report. This report contains corrected data.

Event description:
Pi closed (B)(6) 2018.